Event description:
It was reported that the right ventricular (rv) lead had dislodged. The dislodgement was confirmed via a chest x-ray. It was noted that the lead had experienced loss of capture and high pacing thresholds. The lead was revised. No additional adverse patient effects were reported.